Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) lower rate was programmed to an incorrect rate following an magnetic resonance imaging (MRI) procedure. The patient experienced palpitations and fatigue. The device rate was reprogrammed. It was further reported that the device was "skipping from time to time". The device remains in use. No further patient complications have been reported as a result of this event.